Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated become aware date after subsequent review of case details.

Manufacturer narrative:
Updated become aware date after subsequent review of case details.